Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400664938. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2 pharmacy did not attach the chemo equa shield to the taxol tubing. When equa shield applied by the nurse leakage noted from the equa shield. Spill less than 10 ml on the floor. Taxol returned to pharmacy and remixed. Medication or other substance